Manufacturer narrative:
(B)(4). Date of follow-up report : 11/13/2015. Additional investigative information: the concomitant e6019 footpedal was also returned for evaluation. It was tested with the generator and was found to function correctly. Nothing was identified that would have caused or contributed to the reported event.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015, the forcefx-8c generator was returned and nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications.

Event description:
The customer reported that the forcefx-8c generator was in use with a non-covidien handpiece. Per a photo that was provided, the handpiece appears to be a non-covidien electrosurgical pencil with a needle electrode. The generator output setting was at 50 watts. The handpiece reportedly became hot without being activated. The surgeon placed the handpiece on a table with a towel, and after a while the towel started on fire. A different handpiece was used to complete the procedure. There were no injuries associated with this incident.